Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the allegation against the communicator was confirmed. The returned power adapter was taped over the edge of the blade adapter plate and the retaining slide. The tape was removed from the power adapter. The blade adapter plate disengaged from the power adapter because of a cracked tab and bent backwards preventing it from locking in place with the retainer tab. These power adapter anomalies were induced in the patient environment. The communicator did not have an issue to operate using either of the returned power adapters during the analysis. The other damaged returned power adapter also maintained power on the communicator for several minutes. The device manufacture date for this product is may 20, 2014.

Event description:
Boston scientific received information that the communicator has blown while using two different power cords for the communicator. A boston scientific company representative provided assistance and advised that the communicator will be replaced. The company representative explained that the communicator are on back order. A return label was sent to the patient. The communicator is out of service. No adverse pt effects were reported.